Event description:
It was reported that the patient underwent gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 20003 and mesh was implanted

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted concurrently with tvh, appendectomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2004. No additional information was provided. (B)(4).